Event description:
It was reported that the customer was hospitalized for two days. The customer stated that the hospitalization was not caused by the insulin pump. It was also reported that the customer had blood glucose levels of 402mg/dl. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.